Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the flush prior to use on a patient. The following information was provided by the initial reporter: "extension set would not flush. Customer had to use excessive force and it finally worked. They did not end up using it on a patient after the initial attempt to flush."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: one sample model mp5303-c was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the set was unable to be flushed could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mp5303-c lot number 22109022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the flush prior to use on a patient. The following information was provided by the initial reporter: "extension set would not flush. Customer had to use excessive force and it finally worked. They did not end up using it on a patient after the initial attempt to flush."